Event description:
Pt reported pt was vomiting and in pain, the lapband had slipped and was going into their liver. Pt had to have it removed. Further clarification of event; physician reported as "band slippage with no damage to the liver, removed band."